Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent unsuccessful placement in the right eye as when "inserting stent into eye, they started to retract application + stent broke in half inside the eye". No patient injury occurred.